Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Model number/catalog number: sc-8416-50, serial number: (B)(4), batch/lot number: 7014342, model/catalog description: artisan MRI paddle lead 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a replacement procedure and was doing well postoperatively.